Event description:
It was reported that the ipg was inoperable and programmer displayed the 2501 error code as the patient had not recharged the ipg in over a year. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.